Event description:
It was reported that the user experienced a low blood glucose event while using the ilet with a dexcom g7 sensor, with continuous glucose readings trending down to 60 mg/dl and a confirmatory fingerstick showing 82 mg/dl, after which the system required a factory reset and re-pairing to resume automated delivery. Symptoms included hypoglycemia. Outcomes included recovery following oral carbohydrate treatment with juice and glucose tablets, education on low glucose treatment, and successful system reset with resumed automated delivery. Investigation included user support, troubleshooting, and education on algorithm steps and treatment of hypoglycemia. Investigation of this case revealed no confirmed device malfunction and the cause of the hypoglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the event was not attributable to a confirmed device failure and the cause remained undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.